Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove: "dexcom was made aware on (B)(4)/2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Event description:
Initially the patient reported having experienced a loss of connection between the transmitter and smart device. However, after further investigation it was established that the patient was actually exerting an incorrect transmitter serial number causing the signal loss making this a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.